Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a abdominosacral colpopexy, bilateral paravaginal space defect repair, and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, difficulty participating in physical activities, inability to lift, emotional distress, and shortened vaginal canal. On (B)(6) 2011, a removal/revision surgery was performed. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.